Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the mobile power unit (mpu) patient cable was confirmed as the mpu was returned with multiple tears in the outer jacket of the patient cable. The returned mpu (serial number: (B)(6) was evaluated at the european distribution center alongside known working test heartmate equipment. The damaged patient cable was replaced with a new cable. After replacing the cable, the mpu passed functional testing without any issues. The serviced and repaired unit was returned to the customer site after passing all tests per procedure. The damaged patient cable was forwarded to product performance engineering (ppe) for further analysis. Ppe evaluation of the returned mpu patient cable did not reveal any issues. The integrity of the wires were evaluated, and no issues were observed. Inspection of the underlying wires at the location of the tear to the outer jacket revealed that the wires were in unremarkable physical condition. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) cable was damaged. The patient put tape on it. The mpu was exchanged.